Manufacturer narrative:
This report is submitted on april 26, 2022.

Event description:
Per the audiologist, the patient underwent a skin flap revision surgery under general anesthesia (specific date not reported) due to poor magnet retention. The implanted device remains.